Event description:
A consumer implanted for non-malignant pain who was recently implanted reported starting on (B)(6) 2016 (the day of implant) they were seeing the poor communication screen on the patient programmer (pp) and were experiencing poor communication with the pp. It was noted due to being recently implanted the consumer still had bandages present and was a little sore and not moving real fast. It was suggested the consumer wait until the bandages were taken off to try communicating with the pp, but the device was shocking them. Further troubleshooting was then performed allowing the consumer to communicate using the pp with it confirming the device was on at 10.40 volts. The pp was then able to turn the device off as the consumer wanted it turned off until they met with the healthcare provider (hcp). After the device was turned off the consumer was no longer feeling shocking.

Event description:
Additional information received from the consumer reported the problems of soreness and not moving fast were solved on (B)(6) 2016 when they received a ¿recharge¿ that worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.